Event description:
It was reported that the patient expired. The patient was in hospice and "presumably" expired due to cancer. Unable to follow-up with contact information provided, no additional information was obtained.